Manufacturer narrative:
Analysis of the enterprise delivery wire was completed. Multiple offset coil segments are noted and the distal 0.15mm of the proximal coil is missing. The fracture surface and the adjacent solder joint are masked with oxidation and other unidentified contamination effectively preventing accurate characterization of the fracture beyond that the profile of the wire stub suggest a ductile, tensile fracture. Under microscopic examination, the proximal coil to core joints appear to be intact and correct. Except for the distal end of the proximal coil, the product appears dimensionally correct. The DHR review was performed for the involved enterprise lot and all records indicated that the product was final inspection tested and determined to be acceptable. The stent was noted in the hub of microcatheter and will be evaluated by the engineers. Please note additional information will be submitted within 30 days upon completion of the analysis.

Event description:
The stent deployed in the hub of mc. During stent placement procedure, when introducing the enterprise stent through the rotating hemostatic valve (rhv) into the microcatheter, there was resistance and the stent was then deployed in the microcatheter hub. The microcatheter was withdrawn with the stent. The procedure was completed with another microcatheter and enterprise stent delivery. It was reported the rhv that was used does not tighten onto the introducer but just holds it in position. It was reported by the physician that the difficulty in advancing the stent must have caused the introducer to back out and deploy the stent in the hub. It was also reported that there was no problem with the microcatheter. The returned delivery wire was noted to be separated. With follow-up investigation into the findings of the separated distal delivery wire coil, it was reported that the physician does not remember exactly what happened, but does not remember any difficulty withdrawing the delivery wire out of the microcatheter. It is not known if the device was inspected/manipulated after removal. Based on the analysis of the returned enterprise delivery wire and inability to confirm when the separation occurred, is determined to be a reportable malfunction.